Manufacturer narrative:
The investigation for the console (aic) pump stop and red alarm issue has been completed. The aic was returned for evaluation. Upon functional testing, a firmware check revealed that the epc was unable to communicate with the pmd. Testing of the impellatronic pcb found that the rs232 communication lines between the epc and the pmd confirmed that no communication was occurring between the epc and the pmd. The voltage between test points was measured as 0v (5v expected), confirming that no voltage was being delivered to the pmd dsp circuitry. Data logs were reviewed which showed a controller failure alarm had been triggered due to a loss in communication between the epc and the pmd. The controller failure resulted in a pump stop. Following the controller failure alarm, a separate controller error alarm was triggered due to the voltage delivered by the pbm being identified as being out-of-spec. This confirmed the reported complaint. The specific voltages identified as out-of-spec were the voltages delivered from the pbm to the pmd. The cause of the aic issue was a defective pbm board. D2-corrected common device name f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 39-year-old male that underwent cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that when leaving the procedure area after impella rp insertion, the automated impella controller (aic) alarmed and displayed impella pump stopped and aic failure. Restarting did not solve the issue and the aic was exchanged. There was no patient harm.